Manufacturer narrative:
Natus medical investigation found the neoblue 2 was no longer supported by natus, and referred the customer to the hotline for product replacement. Additionally the product was installed in 2004 which far passed the expected useful/service life 7 years of neoblue product. The customer was using an ohmeda bili- blanket® meter ii that is a non natus device. Issue resolved with neoblue 3 product replacement. No further investigation required.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue was low intensity on both "high" and "low" when measured with their ohmeda bili-blanket meter not a nauts product. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.